Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the rite electrical failed ground bond test at 0.101 (high limit of 0.100) ohms and the rite functional failed. Assignable cause for rite electrical failed ground bond test at 0.101 (high limit of 0.100) ohms is determined to be poorly tightened connections at ground stud (post). Baxter will continue to monitor similar reports to determine if further actions are required.